Event description:
It was reported that during a routine device upgrade procedure, the physician suspected an insulation breach on the right ventricular (rv) lead. The insulation was repaired and the lead remained in use. Later on that evening, a pacing pause was observed so during a planned epicardial left ventricular lead implant procedure about two weeks later, the rv lead was replaced. The patient was a participant in the (B)(6). No patient complications have been reported as a result of this event.